Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6)2016 and mesh was implanted. On (B)(6)2016 the patient was admitted to columbia memorial hospital for corrective surgery due to a defective mesh causing a recurrent hernia, chronic lower abdominal pain, a burning sensation when urinating, and eventration of mesh. During the procedure, dr. Gary pearlstein noted that the original physiomesh had dissolved and was replaced with a new 10 x 15 cm mesh. Dr. Pearlstein also noticed increased scar tissue on the peritoneal flap. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/18/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2016 and mesh was implanted. On (B)(6) 2016 the patient was admitted to (B)(6) for corrective surgery due to a defective mesh causing a recurrent hernia, chronic lower abdominal pain, a burning sensation when urinating, and eventration of mesh. During the procedure, dr. (B)(6) noted that the original physiomesh had dissolved and was replaced with a new 10 x 15 cm mesh. Dr. (B)(6) also noticed increased scar tissue on the peritoneal flap. No additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4) additional narrative: it was reported that following insertion the patient experienced discomfort.